Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional requested technical services (ts) review data stored by the cardiac resynchronization therapy defibrillator system including this right atrial (ra) lead. Ts advised two atrial tachy response episodes were stored due to undersensing atrial fibrillation or oversensing noise. However, it could not be determined which. Ts referred the hcp to cardiology for additional review. The presenting electrogram shows the system operating as intended. This ra lead remains in service. No adverse patient effects were reported.